Event description:
Eval revealed a dislodged display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. During eval, a loss of cartridge detection alarm occurred and fluid in the cartridge was pushed out. There is no evidence of this occurrence in the pump history. Eval revealed a dislodged display screen and partially dislodged force sensor pins. The force sensor was out of calibration.